Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false low creatinine (cre) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The patient had a prior cre result of 8.1 mg/dl. The physician questioned the low results and the customer repeated the test on a different dxc, which yielded consistent correct values. The erroneous results were reported outside the laboratory, but corrected reports were amended. There was no affect to patient treatment associated with this event.

Manufacturer narrative:
Qc before the incident was within established ranges; however calibration and qc did not meet specifications after this incident occurred. A field service engineer (fse) was dispatched and found a defective sample syringe on the modular chemistry (mc) side of the instrument. The threaded fitting at the bottom of the syringe was loose and detached from the syringe barrel, so the fse replaced it.